Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing p/n: 42521200516, l/n: 62363588, unknown femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision 5 years post-implantation due to pain caused by loosening of the tibial component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to CAPA 1113 is related to this complaint. A field action was conducted on february 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.